Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician received several unsuccessful cavity integrity assessment (cia) tests. A hysteroscopy was performed and a uterine perforation was noted. The procedure was aborted and the patient was discharged home. A hysteroscopy, dilation and curettage (d&c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).